Event description:
It was initially reported that the pt was unable to adjust the stimulation on her device. Further information indicated that the pt had surgery to fix the problem. The pt was no longer having issues. Additional information from her physician was requested.

Manufacturer narrative:
(B)(4).